Event description:
A nurse hung a unit of blood using a pall purecell rcq filter. The filter immediately began to leak at the small diamond shaped section. Another filter was obtained and the same thing happened. Both lot numbers were the same. A third filter of a different lot number was obtained and it worked fine.